Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was not hospitalized for the event. It was reported the patient was treated with unspecified intraperitoneal antibiotics (daily for 15 days, dose not reported) for the event. At the time of this report the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.